Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the implanted scs lead was disconnected from the ipg and an additional lead was implanted to address ineffective therapy. The complaint device remains in situ.